Manufacturer narrative:
The device was returned to olympus for inspection, and the reported image noise was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported image noise is traced to component failure - due to damaged circuit board in scope-connector. Additionally, the type of material or the cause of the foreign objects to remain in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was found to have image noise during reprocessing. There were no reports of patient involvement.